Event description:
The customer reported that the system displayed an error and would not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The b356 board was replaced and the calibration was reloaded on to it. The system was tested and found to be working as intended and put back into service.